Manufacturer narrative:
(B)(4) - an external, visual inspection of the returned cycler exterior showed no signs of any physical damage. A simulated treatment was performed in which the amount of fluid delivered to a pseudo patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The complaint symptom of increased intraperitoneal volume (iipv) was not reproduced during testing. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support regarding an error message while in fill 2 of treatment. Technical support reviewed the patient's treatment data from (B)(6) 2017 and noticed that the patient had drained 4541 ml in drain 0 and 7133 ml in drain 1. The patient's largest fill volume is 2209 ml. 4541 ml is 206 % of 2209 ml and 7133 ml is 323 % of 2209 ml. Therefore a reportable malfunction has occurred. The treatment was discontinued. The patient was advised to discontinue the treatment and follow up with the pd nurse regarding this incident. Upon follow up, the patient stated that she had not experienced any adverse events as a result of this incident.